Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported the charger won't come on. Pt stated they were plugged in to the recharger (rtm) friday afternoon and the controller went unresponsive. Pt stated the controller had a full charge at the time pt removed and replaced the li battery but the controller was still unresponsive. Pt removed the li battery and plugged the controller into ac power and the controller powered up. Pt plugged ac power in and stated the green light is on. Pt is not able to connect to the ins - no device found. Pt stated their ins battery is dead. Patient services (pss) is going to call pt back to check the controller charge level and verify that the ins will connect to charge. Pss made an outbound call to pt and verified that the controller did charge up. Pt attempted to connect to charge the ins and stated that they have had trouble connecting to charge for the past 1-2 months. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755. (B)(6). Product type: recharger section d: information references the main component of the system. Other relevant device(s) are: product ID: 97755. (B)(6). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.